Event description:
Pt reported keratitis and inflammation of the cornea. Follow up with ecp states the pt was seen on (B)(6) 2011 and treated for iritis. This is being filed as iritis.

Manufacturer narrative:
This is being filed as iritis. Method code: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident. Conclusions code: no conclusion can be drawn. To date there is no confirmation of the treatment or outcome of the treatment. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.